Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It further reported the device was replaced due to recommended replacement time (rrt) due to high left ventricular (lv) amplitude the device was programmed.

Manufacturer narrative:
Concomitant medical product(s): a 5076-52 lead, implanted: (B)(6) 2011, 419688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the device was explanted and replaced because ¿its running low and not properly working¿. No patient complications have been reported as a result of this event.